Event description:
A distributor reported on behalf of a healthcare facility that a mr290v vented autofeed humidification chamber provided as part of the rt380 adult dual heated evaqua2 breathing circuit, was reported to have holes in the base of the chamber and was leaking. There was no reported patient consequence.

Manufacturer narrative:
(B)(6). The subject mr290v vented autofeed humidification chamber provided as part of the rt380 adult dual heated evaqua2 breathing circuit is currently en route to fisher & paykel (f&p) healthcare for investigation. We will provide a follow up report upon completion of our investigation.